Event description:
The customer reported that their internal loaner device was displaying a service indicator and multiple fault codes had logged into device memory related to defibrillator functionality.

Manufacturer narrative:
The customer declined an offer of service by physio-control and indicated that due to the age of the device and the parts costs associated with the repair, they elected to not repair it and remove it from service.